Event description:
It was reported that during a pulsed field ablation procedure, the catheter was not fully deployed in the array shape, and electrodes 1-2 and 8-9 were overlapping. The catheter was extracted into the sheath and removed from the patient's body. Upon extraction, it was observed that the catheter was not forming the correct array size. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582060 was returned and analyzed. Visual inspection revealed the catheter was received without a guidewire, the array pebax tubing was kinked and twisted at the proximal arm and ribbed between electrodes #1 and #2, and the guidewire lumen was received retracted; no damage to the guidewire lumen was observed. The slide control function was tested and the guidewire lumen was extended retracted without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The continuity test was performed with multimeter for the returned catheter; the electrical continuity test passed for all electrodes and the impedance was normal. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed the array pebax tubing was kinked and twisted at the proximal arm. In conclusion, the reported issue of a tangled array was not confirmed during analysis; however, the catheter did not pass returned product inspection due to a kinked pebax tube, a twisted pebax tube, and the distal arm of the pebax tube was ribbed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.